Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had a low bg (no value provided), fell and broke her ankle. She suspected that a cgm inaccuracy was the reason for the fall but did not confirm with a glucometer. The fall resulted in an emergency room (ER) admission. Additional attempts to contact the patient were unsuccessful, and no additional patient or event information was available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.